Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess), has been dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary: report from an endoscopy support specialist (ess), there were some reprocessing deviations observed, during the on-site visit and they are as follows: the gif-h190 was removed and replaced with the gf-uct180 without precleaning. And remaining in the procedure room for the duration of the procedure. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The events can be prevented in accordance, with the following sections of the instructions for instructions for use:  "the instruction manual gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope: describes, how to prevent for the suggested events". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope was not precleaned during a case and improper coiling, scope with accessories, and sideways carry were observed. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.